Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the associated non-boston scientific leads were explanted due to a pocket infection. No additional adverse patient effects were reported. The explanted products were not returned. A new system was subsequently implanted.